Manufacturer narrative:
Patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient experienced a bent cannula event on (B)(6) 2026, which occurred after the infusion set had been in use for 1 day. The event resulted in elevated blood glucose for several hours, and the patient treated the high glucose with manual correction shots. No further information available.